Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited noisy signals. More than a year later, noise was still noted on the atrial channel and p-wave measurements were not able to be taken. The device was programmed to ddd mode and impedance measurements were 190 ohms.